Event description:
A ventilator was returned to the manufacturer for service due to service required code. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing and a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board and interface board were replaced to address the issues.